Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. We are in process to determine if the rt 268 circuit caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rt268 infant dual-heated evaqua2 breathing circuit was disconnected during use. The patient experienced a decreased oxygen saturation level and heart rate and required manual hyperventilation. Respiratory resuscitation was required and increased pressure on the ventilator. It was further reported that the patient was extubated and has been discharged without further consequences.

Event description:
A healthcare facility in the UK reported that an rt268 infant dual-heated evaqua2 breathing circuit was disconnected during use. The patient experienced a decreased oxygen saturation level and heart rate and required manual hyperventilation. Respiratory resuscitation was required and increased pressure on the ventilator. It was further reported that the patient was extubated and has been discharged without further consequences.

Manufacturer narrative:
Ps304049 the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the rt268 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for investigation. The investigation is thus based on the information provided by the customer. Results: without the complaint device, we are unable to confirm the reported fault and unable to determine if the disconnection was due to a fault with the complaint device. The customer stated that the disconnection occured at the inspiratory elbow of the chamber after the circuit was handled. The reported disconnection was most likely due to the customer accidently pulling the circuit while handling the circuit. All rt268 infant dual-heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt268 infant dual-heated evaqua2 breathing circuit state the following: - "do not stretch or milk the tubing" - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms".